Event description:
An alarm indicating an occlusion issue was reported, which caused the customer's blood glucose (bg) level to display "high" on one occasion. To address the high bg reading, the customer administered a correction injection via multiple daily injections (mdi) and resolved the issue by changing the infusion set and cartridge, then resumed insulin therapy.